Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was unable to power up. The monitor's reponse buttons were unplugged from the ca board cauing the monitor to appear as if it was not powering up. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was experiencing abnormal shutdowns.